Event description:
Per the clinic, the patient experienced a persistent infection at the implant site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent incision debridement surgical procedure (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.